Event description:
Customer's mother reported that the customer went to the emergency room as a result of having high blood glucose levels and ketones. Caller reported that these issues were due to a site failure. Customer treated with a manual injection which lowered her blood glucose level, but no the ketones. Blood glucose level at the time of the emergency room visit was not provided. Customer was wearing the insulin pump at the time of the emergency room visit. Caller declined troubleshooting. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.